Manufacturer narrative:
Device received with a broken retainer ring. Unable to perform displacement test due to the broken retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to the broken retainer ring. The following were noted during visual inspection: broken reservoir tube lip, partially detached retainer ring, cracked battery tube threads, cracked case on the battery tube side, cracked case near the corner of belt clip rails. Device was also received with a critical pump error (open book image) alarm. Unable to perform displacement, sleep current measurement, active current measurement, and self tests due to the critical pump error (open book image) alarm. No blank display was noted during testing. Attempt to download/upload using crest/thus successful. No critical pump errors that can cause an open book were found in the long trace or the device history files; however, three consecutive occurrences of the error code = 0x00000044 appear in the bootloader traces. After visual inspection, there is corrosion in/around the following: electrical board 1, components located at the top back side of the board; rust on the home motor switch and the bottom of the motor itself. In summary, the critical pump error (open book image) alarm and the three consecutive occurrences of the error code = 0x00000044 are due to the severe corrosion on the boards. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. The customer was assisted with troubleshooting and the display did not return. Customer stated that the display was not blank less than 30 seconds and did not return. Customer stated that the contacts on the battery cap were not missing or damaged. Customer stated that the battery compartment was neither damaged nor corroded also the spring was neither damaged nor corroded. The display did not return after insulin pump restart. Customer stated insulin pump was exposed to moisture. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.